Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has received multiple inaccurate fill estimates. Most recently, no accurate fill estimate could be obtained despite the customer reloading the same cartridge and loading a new cartridge. The customer reported elevated blood glucose levels ranging from 250 to 300 (mg/dl) and delivered correction boluses to stabilize bg level. Customer will use the current pump as backup therapy until replacement pump is received.